Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while changing the infusion set and reservoir. Customer's blood glucose level was 300 mg/dl. Insulin did not exit the tubing while troubleshooting. The customer disconnected and reconnected the tubing and the reservoir but she was unable to push insulin through. The customer was advised that the device would be replaced and agreed to return the product for analysis.